Event description:
Sorin group USA received a report that while priming, the arterial filter outlet port and the attached tubing broke off. This was found and corrected prior to any pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d733 arterial filter. The 510(k) number is k112525. The arterial filter is a component of the customer perfusion pack. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group USA received a report that while priming, the arterial filter outlet port and the attached tubing broke off. This was found and corrected prior to any pt involvement. The arterial filter has been returned to sorin group USA for further analysis. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.